Event description:
It was reported the video system center displayed a grey screen with no image. There were no reports of patient harm.

Manufacturer narrative:
The device was inspected by local regional repair center field service engineer, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure due to suspected digital light source cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.